Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels and a 1.7 mmol/l ketone level. Corrections via insulin pens were administered to address bg. Supply changes were performed and elevated bg continued resulting in the customer suspecting an unknown pump issue as the cause of bg. Reportedly, customer reverted to an alternate pump for insulin therapy.